Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after removing and reattaching the infusion set, with the highest documented blood glucose of 362 mg/dl and an out-of-range period of approximately three hours, during which the device issued a high glucose alert; insulin delivery was resumed after replacing the infusion set and priming the tubing and cannula, and the glucose level began to trend down slowly. Symptoms included no reported clinical manifestations. Outcomes included non-medical assistance from a family member and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education regarding infusion set replacement, line priming, and continued monitoring. Investigation of this case revealed no confirmed device malfunction and suggested a possible infusion interruption or site/set issue associated with infusion set removal and reattachment. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive for device malfunction with user-related or use-environment factors possible. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.